Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead was capped. No patient condition was reported. No further information was available.